Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was reported as constant pain in the right breast. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported having "moderate breast pain," " constant pain in the right breast," "nerve being pinched on the right side from the breast implant," and device was "implanted backwards." Device has been explanted.